Event description:
It was initially reported that the device had a broken case and had logged an event code. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not reach a charge and therefore, could not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After several follow-up attempts with the customer, physio was unable to obtain permission to repair the device. The device was returned to the customer unrepaired and the cause of the reported failure could not be determined.